Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with cerebral ischemia and an arteriography exam was performed. The procedure was performed to treat a lesion in the internal carotid artery. An 8f introducer was advanced to perform the seldinger technique with an emboshield nav6 embolic protection system; however, the filter guide did not endure and broke. An attempt to implant a non-abbott filter was made but the filter failed to cross the lesion. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported break was not confirmed. The delivery catheter pod was folded inwards at the distal end, and it was wrinkled sporadically. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Evaluation of the returned device was unable to confirm the reported complaint as there was no break noted to the filtration element or delivery catheter. It may be possible that the damage noted to the delivery catheter pod was the intended complaint. The damage may have occurred due to interaction with anatomical challenges during the attempt to advance the filter to the intended location; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.